Event description:
It was reported that the patient underwent a posterior fusion at l3-4 and l4-5 using rhbmp-2/acs on (B)(6) 2009. Post-operatively in 2009, patient was diagnosed with chronic pain, radicular pain, and excess bone growth. As a result, patient has required extensive medical treatment. It was also reported that patient suffered injuries and damages, including but not limited to, an inflammatory reaction to rhbmp-2/acs, heterotopic bone growth, osteolysis, chronic pain. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with incapacitating back and leg pain related to spinal stenosis from l3 to l5. The patient underwent posterior lateral spinal fusion, l3-5, pedicle screw instrumentation at l3-5 and right iliac cusp graft. As per op-notes, "...surgeon first placed pedicle screws at l3, l4, and l5 bilaterally... The main surgical wound. The large bmp kit was prepared..., reconstituted with bmp... It was cut into strips and laid over the decorticated posterior elements of l3, l4, and l5..." No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.